Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device had intermittent energy output, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device had intermittent energy output, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event.